Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the peripherally inserted central catheter cap of a one-link needle-free IV connector disconnected from the line. This was reported to have most likely occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.